Event description:
Procedure performed: laparoscopy for endometriosis with hysterectomy. Event description: [translation] the laparo trocard broke in the patient's abdomen. The piece was found (risk of leaving a foreign body in a patient) protective measures and actions taken: declaration of medical device vigilance, medical device taken to the pharmacy additional information received by email from applied medical representative on 20dec21: it was a laparoscopy for endometriosis with hysterectomy and bilateral salpingectomy. We had to look for the missing part of the trocar in the patient's abdomen, we took at least 5 min to find it and we changed the trocar with a diam 10 trocar. It is a part of the cannula after the balloon that is in the patient's abdomen. Additional information received by email from applied medical representative on 02feb22: event date : (B)(6) 2021. There is no memory of a "shock" with another instrument during the intervention. Type of intervention: retrieval of separated part. Patient status: we had to look for the missing part of the trocar in the patient's abdomen, we took at least 5 min to find it and we changed the trocar with a diam 10 trocar.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The fragment completed the missing portion of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to a large force exerted it or instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: [translation] the laparo trocard broke in the patient's abdomen. The piece was found (risk of leaving a foreign body in a patient) protective measures and actions taken: declaration of medical device vigilance, medical device taken to the pharmacy type of intervention: the piece was found. Patient status: unknown.